Event description:
It was reported that this pacemaker triggered a red alert for safety mode that was observed at pre implant at a red screen. It was requested to return the pacemaker for analysis. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a red alert for safety mode that was observed at pre implant at a red screen. It was requested to return the pacemaker for analysis. No patient involved.